Event description:
Following the end of a minimally invasive abdominal laparoscopic procedure, the surgeon noticed that at a sliver from the link arm connector was located at the pt's incision site. The surgeon confirmed that the piece fit perfectly with the rest of the link arm connector and that no fragment from the link arm was left in the pt. No injury or impact or pt care was reported. The device was returned to transenterix, inc for eval.